Event description:
Procedure type:: ladg. According to the reporter: at the third firing upon rotating the silver toggle, it could not stop but kept rotating continuously with grasping the tissue. Immediately the doctor opened the jaws to release the device, no patient harm confirmed. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4).